Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure whisper wire went through the insulation and compromised the lead. A replacement lead was used to successfully complete the procedure. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of the lead insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the lead insulation perforated by the guide wire at the s-curve region. The inner coil was offset in this region. The cause of the reported event was consistent with procedural damage.